Event description:
The device was used during a total colectomy procedure. Reportedly, the instrument misfired and there was tissue trauma. The surgeon used cautery to complete the procedure. The hosp has reported no pt injury occurred.